Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) would sometimes power off and sometimes would not work when turned on again. The status of the epg is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comments, the device did not shut down during testing or analysis. It was noted that the battery contacts were contaminated, the interconnect flex was damaged, the main clear cover was missing, the lower case was broken, the ring cover was contaminate, the ring was bent, the keypad top coat was coming off and the high rate display was missing segments. All found defective parts were replaced and all other identified issues were resolved. The generator then passed all final functional tests. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the product had been returned to service.